Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of the device not alarming for air in line when expected was not reproduced during testing. Review of the suspect device event log showed, on the reported event date, the suspect device was attached to pcu s/n (B)(6) with ail bolus limit=250 l and accumulated air enabled. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the suspect device successfully completed an infusion of guardrail drug levofloxacin (750 mg/150 ml; drugid= 213) at a rate of 100 ml/hr (vtbi= 150 ml) with no air in line alarms recorded. Functional testing performed on the returned pump module found no irregularities. The pump module¿s air detection system was observed operating in specification. Testing performed on the source pump module¿s air detection system found the device detecting air within specification at the 250 l single air bolus setting. At the 250 l single air bolus setting, the worst case air bubble size (299 l) that could pass through the air in line sensor without triggering an alarm could be as large as 1.67 inches in length. There are smaller single air bolus settings (50 l, 75 l, 125 l, 175 l) available to the customer. Device inspection: lvp s/n (B)(6) was received in good condition. Inspection of the suspect device found no anomalies with the ail assembly. The instrument seal was intact. Dried fluid was observed on the male (right) iui. Door hinges are intact and functional. Platen, posts/ hinge pins are all intact. Latch/sear, latch pivot screw is installed properly and does not interfere with door operation. All parts inspected were manufactured by bd. Ail assembly was observed in good condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the probable cause of the customer complaint that the suspect pump module failed to alarm for air in line was suspected to be due to the air bolus being too small to trigger an alarm. Device history review: a review of the device history record showed the device had a manufacture date of 28dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp s/n 15805989 which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text: device received for evaluation.

Event description:
It was reported that the nurse found that the metronidazole 500mg/100ml intravenous (IV) bag and drip chamber were collapsed with air in the line from the IV bag to the pump. The device did not alarm for air in line. Later, after the nurse had changed the IV bag and tubing set, it was noted that approximately 1/2 to 1 inch of air was noted in the tubing set below the pump during a levofloxacin 5mg/ml with a volume to be infused of 150ml infusion. Again, the device did not alarm for air in the line. The nurse notified biomed and the devices were sequestered. There were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse found that the metronidazole 500mg/100ml intravenous (IV) bag and drip chamber were collapsed with air in the line from the IV bag to the pump. The device did not alarm for air in line. Later, after the nurse had changed the IV bag and tubing set, it was noted that approximately 1/2 to 1 inch of air was noted in the tubing set below the pump during a levofloxacin 5mg/ml with a volume to be infused of 150ml infusion. Again, the device did not alarm for air in the line. The nurse notified biomed and the devices were sequestered. There were no adverse effects caused to the adult patient from the event.